Manufacturer narrative:
The cortrak returned was evaluated and found to have no defect and functioned according to specifications. 3sw: the tracing from the reported placement was reviewed, the tracing starts at approximately the second hash mark above the horizontal midline. This would indicate that the cortrak unit was started after the feeding tube was partially placed or that the receiver unit was not correctly placed at the xiphoid process per the instructions. At approximately 6 seconds into the placement the tracing veers to the pt's right, which is indicative of a right lung placement. The placement continues for several minutes in this area with no pull back of the feeding tube noted on the tracing. It is unk why the user did not react to what the cortrak monitor was showing.

Event description:
Event desc: cortrak assisted nasogastric tube feeding inserted into the right lung resulting a pneumothorax.